Event description:
While transferring the pt from a shower chair to the bed, 2 straps on the sling failed causing the pt to fall approx 20-24" to the floor causing injury to their left side. There was complaint of left hip and left arm pain.